Manufacturer narrative:
Sientra complaint #: (B)(4). Additional information: h6. Device evaluation: d6b, d9, g3, g6, h2, h3, h6, h10. Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with bubbles, creases and light yellowing. The device weighed 487.4 grams. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: b3, b5, b6, d4, d6a.

Event description:
Capsular contracture, baker grade unknown, side unknown and left-side MRI indicated rupture rupture. Date of event: 04/10/2025.

Manufacturer narrative:
Sientra complaint#: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Capsular contracture, baker grade unknown, side unknown.

Event description:
Left-side capsular contracture, baker grade 4 and left-side MRI indicated rupture. Rupture date of event: (B)(6) 2025.

Manufacturer narrative:
Correction: b5.